Event description:
It was reported that the omnipod 5 controller/personal diabetes manager (pdm) delivered 11 units of insulin without user authorisation. Additionally, the pdm only recorded that 9 units were delivered. The patient's blood glucose level was 70 mg/dl. No medical assistance was required. A replacement pdm was issued to the patient. The patient was utilising insulin pens in the interim.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdownomnipod software app version: 3.1.6operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: g7please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.